Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and avaulta plus anterior support system, and the avaulta plus posterior biosynthetic support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. The patient underwent partial removal of avaulta plus anterior mesh on (B)(6) 2010 due to pain, urinary problems, infection, and dyspareunia. (B)(4) - urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.